Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (excessive gong alarms) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "b" and the distribution node. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) that a german patient had been using and reported that the electrode belt was causing excessive gong alarms.